Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported scar tissue prevented the optimum placement of the electrode. The stimulation unit functioned normally.

Manufacturer narrative:
Concomitant: product ID 3998, lot# v973526, implanted: 2012-(B)(6), product type lead. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 3708340, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3708340, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3998, lot# v973526, implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was not working well and their doctor recommended that they go through an intrathecal pump trial. The indication for use of the device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.